Event description:
During the transfemoral tavr procedure, following balloon aortic valvuloplasty (bav) with a non-edwards lifesciences device, a 23mm sapien xt valve was noted to be deploying too ventricular and attempts were made to pull the valve into the aorta. The valve landed with a final 70:30 ventricular/aortic (v/a) position, resulting in moderate paravalvular leak (pvl). A second valve was deployed 60:40 v/a, resulting in mild pvl. Post valve deployment, a moderate pericardial effusion was noted; however, no rupture or injury was found. The pericardial effusion resolved on its own with no actions taken. Following the procedure the patient was in stable condition and receiving a permanent pacemaker due to complete heart block that developed post bav. It was perceived that the patient¿s narrow sinotubular junction (stj) contributed to the too ventricular placement of the valve. The patient¿s native annulus measured 19mm to 20mm by transesophageal echocardiogram (tee). Severe annular calcification and severe native leaflet calcification were noted. The patient¿s stj measured 23mm with no calcification noted and ventilation was not held.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, procedural factors (ventilation was not held) and patient factors (narrow stj, severe annular and native leaflet calcification) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.